Event description:
Complainant alleged that during biomed testing the device displayed "system fault 35," "system fault 36," "system fault 37," "system fault 85," and "system fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product and this complaint is still under investigation.